Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist dispatched a siemens customer service engineer (cse) to the customer's site. The cse completed a total service call, checked the reaction tray washer (wud) and dilution washer (dwud) aspirations and found no issue. The mixer movements and alignments were checked and acceptable. The probes and pumps were primed, and no leaks were identified. The sampling and reagent wash pump (srwp) were inspected and found small air bubbles. The srwp was resealed and primed, and no air bubbles were present. The customer performed a quality control (qc) run and results were out high on both levels. The srwp pump was inspected again and found air bubbles causing qc results to be erratic. The srwp and tubing were replaced, and the qc issue remained. The cse has also replaced the reagent pump valve (rpev-2), resealed the reagent pump (rp1 and rp2), and j3 manifold with no resolution. The issue was further investigated by replacing the srwp check valve, reagent pump valves (rpev-1, rpev-2) and solenoid valve (spev-1), individually, and primed between each replacement and the issue remained. The degasser was replaced and primed, and the bubbles were no longer present. The customer performed a successful qc run, and the results were in range. The customer ran calibrations and controls with no issues, and the results were valid. A siemens headquarter support center (hsc) specialist reviewed the service performed and identified that maintenance was needed at the time of discrepant results. The cse has resolved the issue with the service visit and replacement of the degasser. Qc is in range without evidence of imprecision or outliers, and no additional discordant results have been observed. The instrument is performing according to specifications. No further evaluation of this device is required

Event description:
Two discordant falsely elevated carbon dioxide concentrated (co2_c), results were obtained on an advia 1800 instrument. The initial results were not reported to the physician(s). The customer used the same patient samples and instrument to perform repeat testing. The repeat results were lower and fit clinical picture. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated co2_c results.